Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's mother contacted dexcom tech support on (B)(6) 2011 to report that, upon removal of sensor due to early sensor shutoff, she was able to feel something at the insertion site and was concerned that it could be the remnant of a broken sensor. During a f/u call made by dexcom tech support on (B)(6) 2011, pt's mother reports that originally the needle insertion site showed a little pus but that it has healed since. The pt was doing fine and the issue did not require medical intervention.